Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported retroperitoneal hematoma, embolism and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. Alleged perforation, migration, tilt, caval thrombosis, retroperitoneal hematoma, tear of ivc wall, embedment and unsuccessful removal on (B)(6) 2012" patient allegedly received an implant on (B)(6) 2012 via left common femoral vein due to pulmonary embolism and deep vein thrombosis (per implant operative report). Patient is alleging embedment, caval thrombosis, retroperitoneal hematoma, tear of ivc wall, tilt, migration, perforation, dvt, thrombosis/embolism and pain. Implant operative report dated (B)(6) 2012: ¿a select cava filter was then advanced through the introducer and deployed at the level of the l1-l2 interspace below the level of the renal veins. As it was deployed, it took an angulated position.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2012: ¿there is an ivc filter in the left renal vein with only the proximal base hook region in the inferior vena cava. There is some vicarious excretion of contrast into the gallbladder and there is some contrast in the renal collecting systems. I would suspect that this is related to contrast administration earlier today at the time of the ivc filter deployment. Otherwise the liver, spleen, pancreas. Impression: ivc filter predominately lying in left renal vein.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2012, ¿ivc filter in left renal vein. Deep venous thrombosis in the left hemipelvis and upper thigh extending up into the inferior vena cava just above the point where the common iliac veins join.¿ per an attempted ivc retrieval operative report dated (B)(6) 2012, ¿I decided that it was most prudent as the clot was extending up through her ivc to place another filter above the clot as she had already had pes. Prior to any intervention in the leg, the risks and benefits of the procedure were explained to her and she consented for the procedure. The filter was noted to be malpositioned. It appeared to be on the outside of the inferior vena cava with three of the four spikes appeared to be within the inferior vena cava. The fourth longest limb appeared to be outside. I then used the snare to snare the limb of the filter that moved although it was somewhat stuck in that position. After trying to move the vena cava filter, there was felt to be some extravasation, I decided to conclude the case with this because of the extravasation it was unsafe to proceed with any thrombolytics in the left lower extremity deep venous thrombosis.¿ patient outcome: alleged "dvt, thrombosis/embolism, retroperitoneal hematoma, tear of ivc wall and pain post implant."